Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer had a device that may have been the cause of a severe hyperglycemia event. The event was moderate in severity and customer recovered on (B)(6) 2017. Mother of the patient confirms the patient had a bad infusion set site and changed it out after testing for ketones but confirms he did a correction through the pump and not with an injection. Customer did not contact the clinic for support and the beta hydroxyl butyrate (ketone) value was 2.3 mmol/l on (B)(6) 2017.